Manufacturer narrative:
The investigation has determined that higher than expected tsh results were obtained when processing a non-vitros biorad anemia control (lot 43270) quality control fluid on a vitros 5600 integrated system. The likely assignable cause of the higher than expected vitros tsh results is an issue with the vitros 5600 system. The customer stated that the vitros tsh quality control results are acceptable on their other vitros 5600 system in the laboratory, the issue is isolated to this system. Although the historical tsh quality control results indicate acceptable accuracy, the calculated sd was greater than the baseline sd indicating unacceptable within laboratory precision. However, the within run tsh precision test was within ortho guidelines when processing the level 2 control. Review of the vitros 5600 system¿s econnectivity indicated the luminometer reference system, (lrs) values were lower than expected. While inspecting the microwell incubator, an ortho field engineer (fe), noted the microwell incubator well weight was shinier than the well weight from the other vitros 5600 system. The fe replaced the well weight and calibrated the luminometer. The customer obtained acceptable tsh quality control results after the completion of the service actions and has not requested any further assistance from ortho.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report higher than expected results obtained when processing a non-vitros biorad anemia (lot 43270) quality control fluid on a vitros 5600 integrated system. Biorad anemia control lot 43270, vitros tsh results 0.114, 0.155, 0.127, 0.110, 0.145, 0.141, 0.141 miu/l versus the expected vitros tsh result 0.081 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros tsh results were obtained when processing a quality control fluid. Ortho was not made aware of any allegation of patient harm due to the event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).